Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy for a radical surgery for lung cancer, the surgeon was able to press the green button but was not able to squeeze the handle therefore, the device was not able to be fired. They used a new device to complete the case. No patient injury.